Event description:
It was reported that eight days post implant, the right atrial lead was noted to have diminished sensing. A few months later the lead was noted to be undersensing. The lead was explanted and replaced. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).